Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation surgery with unspecified mentor breast implants. Post-operatively, the patient experienced dissatisfaction with the appearance of her breasts. As a result, the patient underwent removal and replacement with larger unspecified mentor breast implants on (B)(6) 2002. Since the impacted device is unknown, it will be defaulted to a gel device in d2a. Common device name and d2b. Procode for reporting purposes only. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right implant. Refer to manufacturing report number 1645337-2023-06882 for the contralateral event.